Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034 - 2018 - 05968. 0001825034 - 2018 - 05967. 0001825034 - 2018 - 05963/ concomitant medical products: unknown part/lot: taperloc stem, arcomxl hi-wall liner, 3-104156 m/h 3hole rlc shl, lot unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported a patient underwent initial right total hip arthroplasty. The patient underwent I&d due to wound dehiscence. No further information is available.